Manufacturer narrative:
The reported event occurred on a cobas pro ssu analyzer (serial number: (B)(6)). The investigation determined that the elecsys hiv duo assay performed within specifications. A review of quality control data confirmed that all results were within the specified range. The investigation was limited as sample material could not be provided due to the high costs associated with secured shipment. The root cause was attributed to a sample-specific discrepancy. Single false reactive results may occur, as the specificity of the elecsys hiv duo assay is less than 100%. A general product problem was not identified.

Event description:
The initial reporter alleged repeatedly reactive results for the hiv duo elecsys e2g 300 v2 assay on the cobas pro ssu analyzer. The patient sample in question was tested at multiple institutions. On (B)(6) 2024, synlab reported a negative result for hiv-1 and hiv-2 antibodies and hiv-1 antigen using the abbott cmia method (value: 0.12). On (B)(6) 2025, g1 lab reported no hiv detected using a polymerase chain reaction (pcr) test (cepheid genexpert hiv-1). On (B)(6) 2025, the customer laboratory reported a reactive result of 3.44 s/co for the same patient sample using the hiv duo elecsys e2g 300 v2 assay on the cobas pro ssu analyzer. Previous results for the same patient at the customer laboratory included reactive results of 3.67 s/co on (B)(6) 2024 and 3.63 s/co on (B)(6) 2024. Additional testing at other institutions included negative results for hiv antigen using the elisa method (diapro and genscreen ultra, biorad) on (B)(6) 2025. No confirmatory testing, such as western blot or hiv rna testing, was reported for the reactive results obtained with the elecsys hiv duo assay.